Event description:
During surgical procedure, noted that light glove was torn. Surgeon and assistant re-gloved. Later during the same procedure, noted that second light glove was torn. Again surgeon and assistant re-gloved. Also irrigated the operative wound. Packaging was not saved.